Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached with a charge time of 39.7 seconds associated with a battery voltage of 2.31 v. The device was explanted and replaced. It was alleged the device had reached eol prematurely. No adverse patient effects were observed.

Manufacturer narrative:
The device has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.